Event description:
It was reported that the patient experienced edema/swelling at the spinal cord stimulation (scs) lead site. The patient underwent a procedure where the scs system was explanted. The physician assessed that there may have been some material that wasn't compatible with this specific patient. There were no reported complications postoperatively and the patient is expected to recover. The explanted devices were retained by the customer and will not be returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha 16. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 596920.